Event description:
It was reported that this patient presented to the emergency room (ER) after receiving a device shock. Boston scientific technical services (ts) reviewed data from this implanted cardiac resynchronization therapy defibrillator (crt-d) device. There was a stored episode from the previous day in which the patient received inappropriate device therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). In the episode, anti-tachycardia pacing therapy was provided for af with rvr, which accelerated the ventricular rhythm into the ventricular fibrillation (vf) zone and a subsequent 31 joule device shock was delivered which converted the rhythm. Ts provided the reports of the device data to the ER physician. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.